Event description:
This pt had had a radical prostatectomy 3/24/95 and had had bilateral jp drains inserted at that time. On 4/26/95, he presented to the ER with symptoms of weakness, nausea, and abdominal pain. He had seen his physician in the office the day before. When seen in the ER, there was no drainage or bleeding from the suprapubic area and the dressing was dry. There was no induration, redness or warmth to suggest a wound infection. The drainage from the foley and suprapubic catheters was clear. On 4/29, the physician removed the left suprapubic drain and attempted to remove the right, but the right one broke and could not be removed. This required the pt to return to surgery for removal of retained drain.